Event description:
During the procedure, when the hand activation buttons were pressed on the instrument during the pre-run test, the device would not activate. A second handpiece was tried, but gave an error 3 during the pre-run test. A second instrument was tried but would not activate when the hand activation buttons were pressed. The case was then completed with no patient consequences. During testing after the procedure, both handpieces gave error 3 with a test tip when the test tip when the test button was pressed.